Event description:
I had a mammogram done at (B)(6) center on date above at (B)(6). I had mammogram because I felt a lump in my left breast during monthly self check. Diagnosis was no cancer found. (B)(6) 2015 received letter from (B)(6) stating FDA had concerns with results of mammograms done during certain time period and mine fell into that category. In (B)(6) 2015 I had repeat mammogram done at a different facility. Results stated to see a doctor and get ultrasound. (B)(6) 2016 got ultrasound and upon doctor reviewing ultrasound received a biopsy the following week. Two week post biopsy was told that I have ductal carcinoma in situ in left breast and date 2 invasive ductal carcinoma in right breast. (B)(6) met with surgeon who recommended a double mastectomy with chemotherapy for 8 months.